Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. The returned pacemaker was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the patient with this pacemaker had exhibited endocarditis. Reportedly, the pocket site was properly healed upon visual inspection. A revision was performed, and this pacemaker with the right ventricular (rv) lead and right atrial (ra) lead were explanted without difficulty. Additionally, there was some excess bleeding at the pocket site, so the physician placed a closed-suction medical device to drain the blood from the surgical sites. The lead tips were cut and sent to the lab for cultures. No additional adverse patient effects were reported. This pacemaker was returned for analysis.

Event description:
It was reported that the patient with this pacemaker had exhibited endocarditis. Reportedly, the pocket site was properly healed upon visual inspection. A revision was performed, and this pacemaker with the right ventricular (rv) lead and right atrial (ra) lead were explanted without difficulty. Additionally, there was some excess bleeding at the pocket site, so the physician placed a closed-suction medical device to drain the blood from the surgical sites. The lead tips were cut and sent to the lab for cultures. No additional adverse patient effects were reported. This pacemaker was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.